Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) assisted with clearing the alarm. The tsr explained the alarms. The caller would discard the supplies and finish therapy using manuals. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 the regarding reported problem. The cg stated that right after they called baxter they called their nurse about the alarm. The cg stated that for that evening and per their nurse recommendation they did not continue therapy that night. The cg stated they continued as normal on the machine the next evening without further problems. The cg stated they did notice anything unusual with the supplies that could have caused the alarm. The cg stated that overall the patients' therapy is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.